Event description:
Same case as MFR report # 3005099803-2009-00538. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the pull wire was bent. An rx stent/10 x 10cm had been selected to treat and unspecified lesion. During introduction, the floppy portion of the pull wire bent and exited at the guide wire port. The device was exchanged for another of the same device and the same malfunction occurred. A 3rd rx stent/10 x 10cm was opened and found to be missing the stent. The procedure was completed with another rx stent/10 x 10cm. There were no patient complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.